Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was exchanged with a longer length lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
He reporter indicated that a 12.1mm, vticmo12.1, -14.50/3.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.